Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. The patient experienced a recurrence and underwent a reoperation. The surgeon cleared adhesions and ommentum from the hernia defect. The mesh had incorporated well into the abdominal wall but the mesh was torn under pressure of the abdomen, allowing the viscera to re enter the former defects. The surgeon put a new like device over the top.